Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial mesh removal and revision surgery on (B)(6) 2011. It was reported that the patient experienced severe pain, abdominal pain, gastrointestinal malfunction, swelling, and hernia recurrence. It was reported that as a result of the mesh being implanted the patient experienced permanent injuries and impairments, including scarring, disfigurement, and chronic pain. No additional information is provided.